Manufacturer narrative:
Occupation is lay user / patient. Country of origin is (B)(6).

Event description:
The customer complained of discrepant inr results while using coaguchek xs meter serial number (B)(4), when compared to a laboratory result using an unknown method. At 7:00 a.m. The meter result was 7.2 inr, at 9:00 a.m. The laboratory result was 4.5 inr and at 1:00 p.m. The meter result was 8.0 inr. The customer's therapeutic range is 2.5 - 3.0 inr. There was no allegation that an adverse event occurred. The customer was taking antibiotics. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.